Manufacturer narrative:
H6: investigation summary: no photo or sample was provided for investigation. Without this, there is no way to investigate or verify the complaint of lid shut when received. According to the DHR review process, the result showed there were no issues reported like lid will not shut issue during the manufacturing process of the lot 8189902 reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like lid will not shut issue for the same part number throughout the last twelve months. H3 other text : see h10.

Event description:
It was reported that sharps coll 1.5qt red lid would not close. The following information was provided by the initial reporter: material no: 305487 batch no: 8189902. It was reported the lid on two sharps containers will not close securely.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. . A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that sharps coll 1.5qt red lid would not close. The following information was provided by the initial reporter: material no: 305487 batch no: 8189902 . It was reported the lid on two sharps containers will not close securely.